Event description:
It was reported that the patient developed an infection at the ipg site. It was believed that the infection was not device related but was due to patients hygiene issue. The patient was placed on antibiotics and underwent an explant procedure. The patient was doing well postoperatively.

Event description:
It was reported that the patient developed an infection at the ipg site. It was believed that the infection was not device related but was due to patients hygiene issue. The patient was placed on antibiotics and underwent an explant procedure. The patient was doing well postoperatively. Additional information was received that the patients symptom of infection was fluid leaking at the ipg site. The explanted device was not returned as it was disposed by the facility.